Event description:
It was reported that a patient connected to the homechoice machine before the patient line was properly primed. This occurred during the prime stage of peritoneal dialysis therapy. The patient stated that they will complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps during the priming stage, where the patient connected before the patient line was properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.